Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The distal conductor of the lead developed a fracture due to flexing while in vivo. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: ddbc3d1 defribrillator, implanted (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the following issues were observed on the right atrial (ra) lead: intermittent capture, suspected fracture, high impedance and intermittent noise. The ra lead was explanted and remains in use. No patient complications have been reported as a result of this event.